Manufacturer narrative:
Additional information was requested but was not available.

Event description:
During remote follow-up, loss of capture was observed on the device. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.